Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as peritoneal inflammation. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug for the event (no further details). On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient was not recovered from the event. No additional information is available.